Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Core of tampon remained inside vagina [foreign body in reproductive tract] went to remove tampon and the entire string broke off, the core of the tampon remained inside vagina [complication of device removal] string broke off tampon, gauze material that covered the tampon pulled off of the tampon in two different pieces [device breakage] stitching is in the middle of one side like it shouldn't be there - tampon [device physical property issue] case description: consumer contacted via phone and stated that when she went to remove the tampon the entire string broke off of the tampon; when she pulled the tampon out of her vagina with her fingers, the gauze material that covered the tampon pulled off of the tampon in two different pieces. No serious injury was reported.